Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 15mmx3.75mm wolverine coronary cutting balloon was selected for use during the procedure, it was noted that reversed blood was confirmed as the balloon ruptured at less than the rated burst pressure after it was inflated multiple times. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications, and the patient is in good condition after the procedure.